Event description:
It was reported that the customer experienced occlusion alarm, the events resulted in severe hyperglycemia. The customer treated the elevated blood glucose with a correction insulin injection via manual delivery.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.